Event description:
The patient have had implanted an ika system. The spacer of the system seems to be rotated about 90°. It was diagnosed in (B)(6) 2017. The system was very well implanted and although it was rotated it worked sufficient so far that the surgeon decides to have a close follow-up and wait to revise the system. The patient have had no pain and walked well with the rotated system. In (B)(6) 2018 the surgeon decided to remove the system to avoid a permanent inappropriate load. During revision the nails have shown to be ingrown well so that the surgeon decided to just change the spacer.